Event description:
It was reported that during a da vinci si myomectomy procedure, wires sticking out at the tip of the mega suturecut needle driver instrument were observed. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip close cable was broken at the distal idlers. The idler pulley does not spin smoothly on clevis post, as it stops prior to making a full rotation. The pulley edge does not exhibit damage. The cable segment sticks out at the wrist. Other cables at the wrist are not damaged. There were 4 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.